Event description:
It was reported that the device was explanted after implant duration of zero days, due to an unsuccessful ring repair.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.